Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient was experiencing more seizures. Additional relevant information has not been received to-date.

Event description:
Follow-up to the physician's office revealed that diagnostics were reportedly okay. The average number of autostimulations were reported to be 37.